Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted with vertical lines and clinical information was not readable. Complainant indicated that there was no pt involvement in the reported malfunction.